Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery (rca) with heavy calcification. A whisper guide wire was used to recanalize the vessel. After implantation of an unspecified 3x12mm stent and the use of a few dilatation balloons the physician performed an angiogram and observed a pericardial effusion in the distal rca due to handling of the wire in the distal part of the vessel. An echocardiography was performed thirty minutes later and no pericardial effusion was detected. No further treatment was performed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.